Manufacturer narrative:
The alarm trace contained frequent sample clot alarms. The field service engineer performed various checks and confirmed the module running within specifications. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
This investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii and elecsys tsh assay result for four patient samples with a cobas 8000 - cobas e 602 module. (B)(6). The questionable tsh result for patient (B)(6) was reported outside of the laboratory. It is unclear if any other questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.